Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find an instrument malfunction. The gps specialist did discover that there was inadequate sample aspiration. The sample was rerun on the same instrument, and the expected results were produced. The cause of the discordant, falsely low tsh result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.